Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray micro and would not flush post mapping. It was reported by the bwi representative that the brand new octaray micro would not flush during the procedure. The caller stated the issue occurred while they tried to post map. The caller stated there were no errors from the pump and physician noted no flow coming through catheter when trying to flush. There was no visible damage to the catheter. The catheter was replaced and the issue resolved. The procedure was continued. There was no patient consequence. Additional information was received indicating the suspected device with the issue was the catheter. The issue was noticed before post map. There was no error from the ngen pump. The correct catheter settings were selected on the generator and there were issues with flow rate change at the start of ablation.

Manufacturer narrative:
On 4-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray micro and would not flush post mapping. It was reported by the bwi representative that the brand new octaray micro would not flush during the procedure. The caller stated the issue occurred while they tried to post map. The caller stated there were no errors from the pump and physician noted no flow coming through catheter when trying to flush. There was no visible damage to the catheter. The catheter was replaced and the issue resolved. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).